Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ra lead was not providing pacing therapy due to intermittent capture at max outputs. A revision procedure was performed and the ra lead was surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.